Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found the device has been deployed and the depth gauge has been cut to length. The suture is next to the device, but no anchors can be seen. A visual inspection of the returned device found that it is not in its original packaging. The suture is separated from the device, and no anchors were returned. The actuator is in the t2 position. There is debris on the device. A functional evaluation could not be performed due to the condition in which the device was received. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, t2 deployed while t1 was being implanted. The procedure was completed with a s+n back-up device. No delay was reported, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).